Event description:
Nurse noted that the alaris medley infusion pump was smoldering and had a burning like odor. The pump module appears to have a short.

Event description:
Add'l info rec'd from MFR 8/23/04: the customer notified alaris with a report of a burned inter-unit interface (iui) connector. Per biomed, this was reported by nursing, there was no pt compromise, the nurse was walking by room and noticed a burning- like smell. Pet biomed, there was obvious fluid spilled onto the connector. This event was not considered a hazard based on info provided by the customer. A fax copy of customer's medwatch report was received, the customer's description was "nurses noted that the alaris medley infusion pump was smoldering and had a burning like odor. The pump module appears to have a short." The outcome was checked as "no injury". No add'l info was provided that would indicate the event to be a hazard. Evaluation of the device confirmed that the iui connector was burned, indicating the reason for a short in the system. Inspection of the device revealed evidence of previous spill of an unk fluid onto the connector, suggesting the electrolysis may have occurred, which is consistent with the customer's report. When conditions of fluid ingress occur electrolysis is promoted, which leads to a sufficiently conductive electrical path where higher current levels create an open circuit. The reported electrical failure was determined to be a result of a fluid spill by the user onto the electrical connection which consequently creates a short in the fuse, preventing further electrical conduction.